Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device displayed a therapy disabled alarm.

Manufacturer narrative:
It was reported to philips that the device displayed a therapy disabled alarm. There was no patient involvement. The manufacturer's authorized service provider (asp) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.